Event description:
It was reported the setscrew would not tighten during the surgical procedure. It was stated another device had to be used and there was no patient injury.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the setscrew was backed out too far.

Event description:
It was later reported that a new lead wire would not fit into the implantable neurostimulator (ins) and would not seat at the tip. It was noted the ins was replaced it worked perfect. Reportedly, the impedance measurements were between 495-1111 ohms. It was stated the electrode would not seat all the way into the ins. It noted the ins was not used with the patient and the patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).